Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture (loc), pacing inhibition, and delivered inappropriate shocks. It was noted that the patient had recently undergone an ablation procedure for atrial flutter and the rv lead was repositioned near the atrium at that time. A revision procedure was subsequently performed wherein the pace/sense portion of the rv lead was surgically abandoned and a new competitor pace/sense lead implanted in a different location within the right ventricle. All pace/sense measurements were in range following the revision procedure. The patient was noted to be pacemaker dependent and experienced approximately 3 seconds or more of asystole as a result of farfield oversensing leading to pacing inhibition per boston scientific technical services (ts) review of electrograms (egms). The reported observations are believed to be the result of the site of lead implant and patient condition. No additional adverse patient effects were reported. This ICD and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.